Event description:
Related MFR.#2916596-2022-14688. It was reported that the patient experienced significant reductions in flow during the implant operation. The low flow events were thought to be due to air infiltration from extracorporeal membrane oxygenation cannula at groin sites. The low flows reportedly resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was later communicated that the bedside nurse assessed the patient neurologic status and found pupil changes. A computed tomography (CT) scan of the head noted cerebral edema and evidence of "acute / early subacute embolic infarcts." Neurosurgery was consulted and determined that this was a catastrophic injury. The patient's family made the informed decision to withdraw all supportive care and the patient passed away 5 hours later. It was reported that the patient passed away due to an irrevocable brain bleed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported air in the circuit, stroke, and death, as well as a direct correlation to the centrimag blood pump could not conclusively be determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The device history record for centrimag blood pump lot was reviewed and showed no deviations from manufacturing or quality assurance specifications. The centrimag blood pump instructions for use (IFU) (rev. J) lists neurological dysfunction, bleeding, and death as adverse events that may be associated with the centrimag circulatory support system under ¿adverse events¿.. This IFU also provides the following warnings and cautions: IFU warning #3: massive air entry into the pump will cause the pump to de-prime and blood flow to stop. Clamp the outlet tubing, stop the pump, and remove air prior to resuming circulation. IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU warning #15: monitor the patient¿s hemodynamics and the console flow display to ensure adequate blood volume for the inlet cannula position, pump rpm, and desired flow. Increase the pump rpm in small increments to minimize the risk of exceeding the available blood volume and causing inlet cannula obstruction, suction, outgassing, and/or cavitation. IFU warning #16: as with all continuous flow pumps, operating at too high a speed can result in negative pressure at the inlet which can lead to collapse of the ventricle or blood vessels, inlet cannula obstruction, inspiration of air, outgassing, cavitation and increased risk of embolism. Always operate the system at the lowest speed consistent with the volume of blood available to be pumped and clinically acceptable circulatory support. IFU warning #20: monitor the pump and tubing for air because the pump, similar to other centrifugal pumps, will pump air immediately. Clamp the pump outlet tubing if air enters the pump as gaseous emboli may be introduced into the patient, with attendant risk of death or severe bodily injury. A massive air embolus will deprime the pump, halting blood flow. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. Furthermore, the IFU states that, ¿actual obtainable flow is dependent on the difference between the preload and afterload of the pump (pump pressure differential, the resistance to flow through the extracorporeal circuit components (cannulas, tubing, etc.) And the patient hemodynamics (intravascular pressures, cardiac output, and available volume)¿ under ¿pressure vs flow graph¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported air in the circuit, stroke, and death, as well as a direct correlation to the centrimag blood pump could not conclusively be determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The device history record for centrimag blood pump lot was reviewed and showed no deviations from manufacturing or quality assurance specifications. The centrimag blood pump instructions for use (IFU) lists stroke, bleeding, and death as adverse events that may be associated with the centrimag circulatory support system under ¿adverse events¿. This IFU also provides the following warnings and cautions: IFU warning #3: massive air entry into the pump will cause the pump to de-prime and blood flow to stop. Clamp the outlet tubing, stop the pump, and remove air prior to resuming circulation. IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU warning #15: monitor the patient¿s hemodynamics and the console flow display to ensure adequate blood volume for the inlet cannula position, pump rpm, and desired flow. Increase the pump rpm in small increments to minimize the risk of exceeding the available blood volume and causing inlet cannula obstruction, suction, outgassing, and/or cavitation. IFU warning #16: as with all continuous flow pumps, operating at too high a speed can result in negative pressure at the inlet which can lead to collapse of the ventricle or blood vessels, inlet cannula obstruction, inspiration of air, outgassing, cavitation and increased risk of embolism. Always operate the system at the lowest speed consistent with the volume of blood available to be pumped and clinically acceptable circulatory support. IFU warning #20: monitor the pump and tubing for air because the pump, similar to other centrifugal pumps, will pump air immediately. Clamp the pump outlet tubing if air enters the pump as gaseous emboli may be introduced into the patient, with attendant risk of death or severe bodily injury. A massive air embolus will deprime the pump, halting blood flow. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. Furthermore, the IFU states that, ¿actual obtainable flow is dependent on the difference between the preload and afterload of the pump (pump pressure differential, the resistance to flow through the extracorporeal circuit components (cannulas, tubing, etc.) And the patient hemodynamics (intravascular pressures, cardiac output, and available volume)¿ under ¿pressure vs flow graph¿. No further information was provided. The manufacturer is closing the file on this event.